Event description:
Caller reported a malfunction on the pump, described by malfunction code malf 16- 0x20e6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Corrective actions included sending a replacement pump by technical support after updating the shipping address and ensuring the customer had the necessary information to transition. The customer was instructed to return the malfunctioning pump within ten days using a provided return box and pre-paid label.